Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus and stomach during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. It was reported that during the procedure, the first elastic band was attempted to be deployed and the handle was rotated clockwise at 180 degrees; however, the band could not be deployed. The same action was repeated on the second and third elastic bands, but still the bands would not deploy. Eventually, the fourth band rotation was successfully deployed. The device was then removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally according to the complainant, the speedband superview super 7 device was used in the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.